Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and vela suprarenal on (B)(6) 2015. On a later date, the physician scheduled an angiogram to diagnose a possible type 1b endoleak which would require a limb extension. The patient was asymptomatic. The completed angiogram, however, confirmed a type 2 endoleak with lumbars and an irregular dilated area distal to the initial landing zone during the index procedure. The physician decided to coil the interns and land distal with the limb for the secondary procedure. This secondary case for the patient was completed on (B)(6) 2017 and the patient was implanted with an afx limb stent graft. The physician did not report any complaints or failure against an endologix device. No devices were explanted during the re-intervention and the patient tolerated the procedure well.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was evidence to reasonably support the following observations: there was no device failure, a type ii endoleak (lumbar), and no evidence of type ib rcia. The complaint is most likely anatomy related; contributing factors for this event was most likely the lumbar arteries. The procedure related harms identified were type ii endoleak from lumbar arteries which was resolved with the non-endologix stents. The final patient status was reported to be stable post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).